Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported that the patient was at the hospital following treatment for peritonitis since the end of the month (two months prior from receipt of this report); however it was not reported if the patient was hospitalized for the peritonitis or what treatment the patient received for the event. At the time of this report, the patient outcome and action with pd therapy was not reported. No additional information is available.